Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had issues with the blood glucose levels. Customer stated that their highest blood glucose level was 186mg/dl and then it was 66mg/dl. Customer stated that the blood glucose value todays is 54mg/dl. Customer was offered to troubleshoot for low blood glucose values but was unable to troubleshoot. Insulin pump will not be returned for analysis.